Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that during initial implant procedure, the right ventricular lead exhibited high thresholds. Several repositioning attempts were made but no appropriate position could be found. The lead was removed and it was noted that the helix was distorted. A deformation in the insulation layer was also noted. The physician replaced the lead with a new one but when the guidewire was inserted in the new lead, it went through the insulation layer. The lead was replaced and the operation was completed successfully. Patient was stable.